Event description:
(B)(4). Pain in pelvic area both sides. Horrible cramping. Heavy periods. Multiple periods a month. Spotting all month. Migraines. No sex drive at all. Weight gain. Depression. "Fluttering" effect in stomach.